Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/13/2021. Additional information: h6. H6 component code: g07002 device not returned. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the suture detached in the package or during use? Were there patient consequences? A manufacturing record evaluation was performed for the finished device lot pcz643, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hand procedure on (B)(6) 2020; and suture was used. During the procedure, the suture detached from the needle. There were no adverse patient consequences reported. Additional information was requested.